Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator spontaneously switched to backup vvi mode and the error screen was dis- played.